Event description:
It is reported that the devices were implanted in 2002. The stem fractured post-op and surgery is scheduled for 2005.

Event description:
The stem fracture and the devices were revised on 02/13/2005.